Event description:
The dr was unable to insert the iab into the sheath. The iab and sheath were not returned to co for eval. Both items were discarded by the facility. Event complications: none from the event-reported 12/16/96. Pt's current status: unk-rpt'd 12/16/96.